Event description:
A customer from (B)(6) reported that results for tests that had been previously processed were included on orders sent from their lis to the amplilink (al) software v.3.2.3.

Manufacturer narrative:
(B)(4). The investigation determined that incorrect test ids were being sent in the astm transmission from the customer's laboratory information system (lis) to amplilink (al) software version 3.2.3. This format does not follow the astm protocol definitions provided in the amplilink 3.2 host interface manual. This caused orders to be rejected by al, as the orders could not be interpreted. The amplilink trace files showed that the rejected order was sent to the lis but that rejected order was not handled properly by the lis. If the order had been sent in the correct format from the lis, the issue would not have occurred. In this particular complaint case, a software concurrency issue was observed. At the same moment when the rejected order was sent to lis, a result was also sent to lis. These two astm records were mixed up, and the result of sample (B)(4) was appended to the rejected order ID (B)(4).